Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing strange "beeps" on port 2 of the controller. The controller was tested with different batteries with same result. The controller was replaced and returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: in relation to the reported event, the returned controller passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving several batteries. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. If information is provided in the future, a supplemental report will be issued.